Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated in-stent restenosis in the distal sfa via contralateral access through the femoral artery, the stent delivery system got stuck during advancement to the lesion site. During further attempts to advance the system with force, 1/3 of the vascular stent became prematurely deployed with the safety lock still in place. The delivery system with the stent was removed from the patient and the procedure was completed without additional treatment. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Increased friction between guide wire and guide wire lumen as well as increased friction between introducer sheath and delivery system may cause or contribute to premature stent deployment. Also insufficient flushing of the device or a challenging vessel anatomy may lead to increased friction. In this case, the lesion had been pre-dilated, the guide wire was running smoothly, and a few calcifications were present in the target vessel. Reportedly, a kink was identified upon removal of the delivery system which is considered a result of increased pushing force, however, the kink did not lead to further complications. The insignificant stent fracture identified upon removal of the system from the patient may have occurred during the withdrawal of the partially deployed stent through the introducer sheath. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." And "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." The reported application represents an off-label use of the device. The IFU indicates that the device is intended for the treatment of symptomatic arterial de-novo or recurrent stenotic or occluded lesions up to 200 mm in length in the native superficial femoral artery and proximal popliteal artery. Updated 'type of reportable event' as a result of a review of the event information received.

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated in-stent restenosis in the distal sfa via contralateral access through the femoral artery, the stent delivery system got stuck during advancement to the lesion site. During further attempts to advance the system with force, 1/3 of the vascular stent became prematurely deployed with the safety lock still in place. The delivery system with the stent was removed from the patient and the procedure was completed without additional treatment. There was no reported patient injury.